Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.